Event description:
Our pharmacy uses the binx chlyamdia/gonorrhea clia-waived test. This test involves a self-collection vaginal swab that needs to be placed inside of a collection tube containing liquid. The patient spilled the collection tube liquid on herself and received a major burn. Patient called back a week later stating the burn was still present. Patient was instructed to go to ER (emergency room) for treatment. Patient received treatment at the ER. Msds sheet for tube indicates that severe skin burns may occur with spills. Our pharmacy was not made aware of the severe risk of skin burns or eye damage.